Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep adjusted the system generator lock and repaired the rotation brake handle. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently lock up. No pt injury was reported.